Manufacturer narrative:
A steris service technician arrived on-site to inspect the sterilizer. The technician inspected the sterilizer and found that the vacuum pump was worn and required replacement. The technician observed water coming from a small hole on the end cap of the vacuum pump. This event was reviewed by steris service engineering. The purpose of the vacuum pump endcap is to contain the water within the vacuum pump. Over the course of normal use and operation of the sterilizer, the end cap may become rusted or develop a pinhole as identified by the service technician. The steris technician replaced the vacuum pump, tested the sterilizer, and confirmed the unit to be operating according to specification.

Event description:
The user facility reported that their evolution sterilizer was leaking water. No injury, procedure delay, or cancellation was reported.